Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 27-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2019, the patient experienced depression ("depression "). On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), asthenia ("asthenia"), migraine ("repeated migraines "), arthralgia ("joint pain "), libido decreased ("decreased libido "), mental disorder ("nervous breakdown "), headache ("headache") and epistaxis ("nosebleeds"). At the time of the report, the menorrhagia, asthenia, arthralgia, libido decreased, mental disorder, headache and epistaxis outcome was unknown, the migraine had not resolved and the depression had resolved. The reporter provided no causality assessment for arthralgia, asthenia, depression, epistaxis, headache, libido decreased, menorrhagia, mental disorder and migraine with essure. The reporter commented: consumer could no longer go to work because of repeated migraines and joint pain. She had been on sick leave for 7 months. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2002514) on (B)(6) 2020. The most recent information was received on 12-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2019, the patient experienced depression ("depression"). On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), asthenia ("asthenia"), migraine ("repeated migraines"), arthralgia ("joint pain"), libido decreased ("decreased libido"), mental disorder ("nervous breakdown"), headache ("headache") and epistaxis ("nosebleeds"). At the time of the report, the menorrhagia, asthenia, arthralgia, libido decreased, mental disorder, headache and epistaxis outcome was unknown, the migraine had not resolved and the depression had resolved. The reporter provided no causality assessment for arthralgia, asthenia, depression, epistaxis, headache, libido decreased, menorrhagia, mental disorder and migraine with essure. The reporter commented: consumer could no longer go to work because of repeated migraines and joint pain. She had been on sick leave for 7 months. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.